Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Corrected: h4. The reported event could not be confirmed due to lack of product/information. Visual inspection of the provided image performed. Unable to confirm the item and lot number from the image. The device appears to show signs of use, however the extent of any additional wear or damage to the device cannot be determined. As the physical product was not returned, further analysis could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised due to alleged wear of the bearing.